Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 469 mg/dl at the time of the incident. The customer stated that their high blood glucose value was caused by the insulin pump shutting off. The customer was advised insert aaa alkaline batteries to resolve the issue. The customer replaced the batteries and was assisted with preforming a self-test. The device passed the self -test and the product was not returned for analysis. The customer declined any further troubleshooting and was sent a replacement battery cap as a courtesy.